Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (unknown grade) and right-sided rupture postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 21-dec-2021, mentor received additional information regarding the revision surgery. Initially, it was reported that the patient underwent bilateral removal without replacement on 19-nov-2021. However, additional information revealed that the patient underwent unilateral surgical intervention (repositioning of the right-sided implant) on (B)(6) 2021. The relevant field has been updated. On 23-dec-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal without replacement on (B)(6) 2021. The relevant field has been updated. On 7-jan-2022, the suspected medical device was returned for evaluation. On 12-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear at the junction between the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (unknown grade) and right-sided rupture postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).